Manufacturer narrative:
The scope was returned to olympus for evaluation. The evaluation confirmed the reported scope damage. The scope was found with an abnormal bending section during angulation. The bending section cover was removed and found the scope with a broken skeleton near the insertion tube; however, no protruding wires or sharp edges were found. Based on the evaluation findings, user handling and excessive torque of the scope during use likely caused the reported device damage. The instruction manual for use states, ¿to prevent damage, do not apply excessive force to the endoscope and accessories during reprocessing. Do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged.¿

Event description:
Olympus was informed that during a bile duct exploration procedure, the bending section of the scope broke inside the patient. The intended procedure was completed using a different scope. There was no patient injury that reported